Event description:
The event occurred on an unspecified date and involved a tego where it was reported they were unable to aspirate. There was patient involvement but unknown patient harm.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary: photos were provided by the customer. No defects or anomalies noted. However, the complaint can be confirmed based on the lot history. The probable cause of the restricted flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of corrective and preventative actions which are in process.